Manufacturer narrative:
The device inspection performed by the arjo representative after the event did not allow to recreate the complained malfunction. The enterprise 9000x bed passed the functional test and no malfunctions were found. The customer's allegation was not confirmed. The review of complaints revealed that the bed movement might have been caused by accidental activation of one of the control buttons, however this hypothesis cannot be confirmed based on the information gathered. Therefore, the root cause was not established as the claimed issue was not duplicated. Arjo device failed to meet its performance specification since the bed moved unintended. There was no indication of patient involvement. This complaint is deemed reportable due to allegation of an unintended movement.

Event description:
Customer claimed that the enterprise bed was lowering by itself. There was no indication of patient involvement. There was no injury claimed.